Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing at the user facility that deviated from the instructions for use (IFU). The inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿: "[inspection of the endoscope]: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function: inspection of the water feeding function: keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the inspection at repair center, it was determined that foreign material had clogged the inside of the nozzle due to clogging of nozzle, air and water supply volume does not meet the standard value also, the water removal ability does not meet the standard value. The evaluation of the returned device revealed the additional findings: due to wear of angle wire, bending angle in the upward direction did not meet the standard value; due to wear of angle wire, the play of upward/downward knob was out of the standard value; adhesive on bending section cover had a chip; plastic distal end cover had a scratch; light guide lens had discoloration; scope connector cover unit had a scratch; scope connector had a scratch; protector of universal cord on suction-connector side had a scratch; universal cord had a scratch; grip had a scratch; scope connector cover had a scratch; connecting tube had a scratch; switch box had a scratch; suction-cylinder was shaved; paint on air/water-cylinder was peeled; lock engagement lever had a scratch; lock engagement lever knob had a scratch; upward/downward plate had a scratch; right/left knob had a scratch; control unit had a scratch; control unit had discoloration.; paint on suction-cylinder was peeled; and connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Company representative reported to olympus, the air/water flow system on the evis lucera elite gastrointestinal videoscope had air/water flow issues. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. There were no reports of patient harm or impact associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.